Event description:
It was reported that during a pfa afib procedure, a pericardial effusion was diagnosed via tee after the patient's blood pressure was notably low. A pericardiocentesis was performed by the physician. The patient was stable at the time of the call and was transferred to ICU for observation. The catheter will be sent in for analysis. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).